Event description:
An unexpected return was received labeled the product experienced a stick down after multiple syringe changes. The product was replaced. Product was received labeled "rad".

Manufacturer narrative:
Concomitant medical product - non-bd medrad syringe kit. The customer¿s report of maxplus experienced a stick down was not confirmed. Visual inspection of the maxplus noted the piston was not pushed down in an activated state. There were no other anomalies observed. No traces of blood were noted. There were no tool marks, and magnified inspection found no irregularities. Functional testing resulted in the valve's piston not staying down in an activated state upon disconnection of the mating component to the valve's entry. The root cause of the customer¿s report was not identified, as it was not replicated during laboratory testing.

Event description:
An unexpected return was received labeled the product experienced a stick down after multiple syringe changes. The product was replaced. Product was received labeled "rad".